Event description:
The filter feet did not open at all. After filter deployment, the dome formed properly but the feet wouldn't open. A another system was then placed right above the co filter. No furthe complications.